Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. The device was subsequently reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. The device was subsequently reprogrammed and remains in service. No additional adverse patient effects were reported.